Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by our loaner operator that the screws of all our trays have a strange substance at the threads after sterilization.

Manufacturer narrative:
Evaluation summary: the reported event of the particles on the implants could be confirmed. Based on the investigation, the root cause most probably was attributed to a user related issue. The fibers were analyzed and identified as doubly refracting natural fibers of the type cellulose. It can be supposed that something like a paper or a kerchief was mistakenly in the cleaning and sterilization process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported by our loaner operator that the screws of all our trays have a strange substance at the threads after sterilization.